Manufacturer narrative:
Analysis of the pump, serial number (B)(4), found no anomaly.

Event description:
It was reported the pump was explanted. It was stated that when the needle was placed to trouble shoot the drug actually ¿pushed out of the pump under pressure.¿ it was stated they were troubleshooting reduced therapy with the patient. It was stated they also tried to aspirate the catheter that day and could not, so the patient was scheduled for a catheter revision and possible pump revision. It was stated a dye study was performed. It was noted that during the revision procedure the catheter was found to be twisted and once it was straightened it was patent. It was noted they decided to leave the catheter after aspirating 8cc of fluid through it without issue. It was noted the pump was replaced due to ¿unusual pressurization for pushing the drug out during their trouble shooting.¿ it was noted that when drug was aspirated from the old pump after the procedure there was no issue. It was noted there was less than 50% therapy relief. The patient status was noted as alive with no injury. The pump was used to deliver morphine. Additional information reported the patient was experiencing an increase in pain. It was noted the catheter was twisted in the pump pocket. Patient outcome was not provided. Additional information has been requested, but was not available for the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported, they were refilling the patient and went to aspirate the remaining drug from the septum, but the drug actually pushed the syringe out before they even began to pull the plunger out. It was stated, there was a possible fluoroscopy done to view the pump. It was stated, the drug was being pushed out through the needle that was placed in via the septum.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).